Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Visual evaluation of device found moderate bubbling of downstream occlusion (dso) seal. Functional testing replicated the problem. It the latch was open and closed, alarm cassette not attached appeared on the screen. Contamination was found at the dso sensor and latch/lock area. The cause was a defective dso sensor. The dso sensor was replaced.

Event description:
It was reported that the cassette not attached was alarming. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.